Event description:
It was reported that the tablet device was not powering on and unable to hold a charge. The charger was confirmed to be functioning properly and multiple power outlets were used. The charging indicator light for the power adaptor was on when the charger was plugged into an outlet. The tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
An analysis on the returned tablet device was completed. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.